Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was confirmed and failed the insertion test. The lumen appeared to be blocked by an agglomerate of blood or body fluid and polymer from the lead or guidewire interaction.

Event description:
It was reported that this left ventricular (lv) lead was implanted and then taken out then reinserted back in. The guidewire was not able to pass through it. The physician could not get it placed where the it should be. This lv lead was explanted. No additional adverse patient effects were reported.